Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure performed on (B)(6) 2013. It was reported that the patient had an approximately 4cm malignant lesion in the sigmoid colon. The patient anatomy was reported to be tortuous. According to the complainant, during the procedure, the physician attempted to deploy the stent; however, the stent felt like it was sticking. The physician pulled hard to deploy the stent, which caused the stent to prematurely deploy in the wrong area. The stent was removed from the patient using rat-tooth forceps. No damage to the device or packaging was visible. The procedure was unable to be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported that the patient was over 18 years old. (B)(4). The complainant indicated that the device will not be returned for evaluation as it was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.